Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary investigation flow: device interaction/functional. Visual inspection: the dhs/dcs-scr ø12.5 l105 sst (part #: 280.050s, lot #: 25p2349) was received at us cq. Visual inspection of the complaint device showed light scratch at the proximal end that could not impact the functionality of the device. No other defect could be observed on the returned device. Functional test: during functional assessment the complaint device was able to be assembled by hand with the plate (part #:02.224.222s; lot #: 66p7960). The screw fits into the plate firmly. No further assessment was completed due to other component not being returned. The complaint can not be replicated with the returned device. Document/specification review: no design issues or discrepancies were identified. The complaint was not confirmed. Investigation conclusion: this complaint is not confirmed for the received (part #: 280.050s, lot #: 25p2349) as no defect was observed during the investigation that could affect the device assembly with its mating components. However during the investigation minor scratches were observed on the proximal end of the device. The scratch observed could not impact the assembly with mating device. No root cause could definitely be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: expiry date: 01. Nov. 2029. Device history review: part: 280.050s; lot: 25p2349; manufacturing site: balsthal; release to warehouse date: nov 05, 2019. A manufacturing record evaluation was performed for the finished device lot number 25p2349, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date that the connecting screw broke off, the screw did not fit on the connecting screw, and the plate did not fit on to the screw. This report involves one (1) dhs/dcs lag screw 12.7mm thread/105mm-sterile. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the procedure took place on (B)(6) 2020. During the procedure the guide plug of the dhs screwdriver was defective (thread broke). There was surgical delay of one (1) hour due to the reported events. Other instruments and implants were used to complete the procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a device history record (DHR) review was conducted: part: 280.050s, lot: 25p2349, manufacturing site: balsthal, release to warehouse date: 05.nov 2019, expiry date: 01. Nov. 2029. A manufacturing record evaluation was performed for the finished device lot number 25p2349, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.